Manufacturer narrative:
Additional information was added to h6. H11: the actual device was not available; however, eight companion samples were received for evaluation. Visual and functional testing were performed on the companion samples, and there were no issues noted. The reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) interlink system injection sites were cracked. This was observed out of the package. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.